Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A technical support specialist checked and confirmed that the station was offline on both the server and remote support service (rss). The tss contacted the customer and guided them to check the cable connection between the wall and the station. The customer reseated the wall connection, which brought the station back online. No offline events were observed for four days, so the case was closed. The tss also suggested that the customer connect ed with it (information technology) team to replace the wall port. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pyxis was disconnected mode and not communicating. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.